Event description:
A customer reported a malfunction in their insulin pump, which occurred without any preceding events and displayed a malfunction code. There was no adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.